Manufacturer narrative:
The insulin pump was received with all buttons functioning properly. No button error alarms were noted. However, corroded keypad traces were noted during visual inspection. The moisture damage was also noted on lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 8.2 mmol/l. The customer stated that the button error alarm occurred right after the pump was exposed to moisture. The customer stated that he finished playing basketball and the pump was against his hip and he was sweating. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.